Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected battery out limit alarm during testing noted. Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling or ramping up during testing noted. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. The customer was unable to clear the alarm because the buttons on the insulin pump were unresponsive. The up arrow button on the insulin pump appeared to be stuck. The numbers were also ramping up on the screen customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.